Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling the cartridge. The user changed the needle tip and continued to experience resistance. Reportedly, the user successfully filled a new cartridge and resumed insulin delivery. The reported issue did not impact the user's blood glucose level.